Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was asked to stop therapy last night because the patient was at target in an arctic sun device. The patient's temperature started to decrease so they resumed therapy. They were getting alert 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 35.9c, water temperature (wt) was 30.7c. Flow rate (fr) was 2.6lpm. Device set to rewarm at 0.25c/hr. Water reservoir level (wrl) was 5. Heater command 0 percentage. System hours were 3968 and pump hours were 3608.4. The device was trying to warm patient at 0.25c/hr. Currently the device was not trying to heat the water. Explained the device could be overfilled, but it was difficult to determine as the heater command was currently 0 percentage. Walked nurse through draining excess water from the circulation tank. Called back 8.45am and taking care of patient. They stated that there have been no further alerts and the device seemed to be functioning as expected. Per follow up information received via phone on 05dec2023, it was reported that therapy was completed on the 16¿17-year-old male without any impact. Mis advised nurse to shut the device completely down and restart it. This resolved the issue. It was evaluated by biomed and returned to circulation.

Event description:
It was reported that the nurse was asked to stop therapy last night because the patient was at target in an arctic sun device. The patient's temperature started to decrease so they resumed therapy. They were getting alert 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 35.9c, water temperature (wt) was 30.7c. Flow rate (fr) was 2.6lpm. Device set to rewarm at 0.25c/hr. Water reservoir level (wrl) was 5. Heater command 0 percentage. System hours were 3968 and pump hours were 3608.4. The device was trying to warm patient at 0.25c/hr. Currently the device was not trying to heat the water. Explained the device could be overfilled, but it was difficult to determine as the heater command was currently 0 percentage. Walked nurse through draining excess water from the circulation tank. Called back 845am and taking care of patient. They stated that there have been no further alerts and the device seemed to be functioning as expected. Per follow up information received via phone on 05dec2023, it was reported that therapy was completed on the 16-17 year old male without any impact. Mis advised nurse to shut the device completely down and restart it. This resolved the issue. It was evaluated by biomed and returned to circulation.

Manufacturer narrative:
On [(B)(6) 2023 10:26 am]: (B)(6). Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was asked to stop therapy last night because the patient was at target in an arctic sun device. The patient's temperature started to decrease so they resumed therapy. They were getting alert 113 (reduced water temperature control). Patient temperature (pt) was 34.9c, targeted temperature (tt) was 35.9c, water temperature (wt) was 30.7c. Flow rate (fr) was 2.6lpm. Device set to rewarm at 0.25c/hr. Water reservoir level (wrl) was 5. Heater command 0 percentage. System hours were 3968 and pump hours were 3608.4. The device was trying to warm patient at 0.25c/hr. Currently the device was not trying to heat the water. Explained the device could be overfilled, but it was difficult to determine as the heater command was currently 0 percentage. Walked nurse through draining excess water from the circulation tank. Called back 8.45am and taking care of patient. They stated that there have been no further alerts and the device seemed to be functioning as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.